Manufacturer narrative:
(B)(4)

Event description:
It was reported that "clinician encountered a damaged spring wire guide inside central line kit prior to use". There was no patient involvement. A new set was used for the procedure.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided one photo for analysis. The complaint of a damaged guidewire was able to be confirmed by the photo. The photo shows a guidewire inside the advancer. A gap in the coils was observed towards the distal end of the guidewire. The straightener tube and advancer cap are not present in the assembly. The damage was observed in an area where the product would have been protected in the packaging; therefore, it cannot be confirmed whether the guidewire was damaged before or during handling. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "do not use if package is damaged". The root cause of this investigation cannot be determined at this time. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that "clinician encountered a damaged spring wire guide inside central line kit prior to use". There was no patient involvement. A new set was used for the procedure.